Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported he was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion even after battery replacement. Customer further reported that on (B)(6) 2018, he was unable to check his blood sugar and thus "took too much insulin¿, and suffered a loss of consciousness. The paramedics were called and upon arrival they received a reading of 31 mg/dl and administered an unknown treatment ; customer was transported to the hospital. At the hospital, customer was diagnosed with hypoglycemia and treated with intravenous glucose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed.

Event description:
Customer reported he was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion even after battery replacement. Customer further reported that on (B)(6) 2018, he was unable to check his blood sugar and thus "took too much insulin¿, and suffered a loss of consciousness. The paramedics were called and upon arrival they received a reading of 31 mg/dl and administered an unknown treatment ; customer was transported to the hospital. At the hospital, customer was diagnosed with hypoglycemia and treated with intravenous glucose. There was no report of death or permanent impairment associated with this event.